Event description:
Consumer called stating that while going up a driveway the right front caster on her trex28r manual wheelchair allegedly just popped off, there were only 2 spokes still intact. Consumer was allegedly thrown forward but not ejected from the chair. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. The consumer's preexisting medical condition is stated as having a bone infection in her leg, below the knee. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer allegedly uses crutches in the home but utilizes the wheelchair when out of the home. The malfunction has not been confirmed.